Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) attached the level sensors to lab use only (luo) testing equipment. The sensors alarmed at low fluid levels as expected and no false alarms were observed. The sensors operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He installed new level sensors and performed release testing. The unit operated to the manufacturer's specifications. The other level sensor that was replaced was part number: 195274, serial number: (B)(6), UDI: (B)(4).

Event description:
It was reported that the level sensor was alarming with no visual message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.